Manufacturer narrative:
The insulin pump was pump was received stuck in the motor error alarm loop during bolus delivery, failed the displacement test and a35 alarm during rewind due to motor encoder signal out of phase. Unable to perform the a21 error test, occlusion test, excessive no delivery test due to motor error alarm. Pump passed the operating currents measurement, self-test and prime test. The insulin pump had cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motion sensor test failure alarm. Customer's blood glucose was not reported. Insulin pump would be replaced.